Event description:
A patient undergoing CPAP therapy for the treatment of sleep apnea alleged their upper teeth became misaligned after approximately 12 months of using a nasal CPAP mask to receive CPAP therapy. The manufacturer completed their investigation of the issue; this investigation included contacting the patient to gather additional information, assessment of this information, and a review of complaint data and adverse event reports to determine if similar issues had previously been reported. When contacted to gather additional information the patient reported that the alignment of their teeth was adversely impacted as a result of oral complications resulting from the use of the nasal CPAP mask. The patient explained that after using the mask for approximately 12 months cysts in their oral cavity (near the gum line) were detected through x-rays and a CT scan. The customer alleged their dental health-care provider indicated the nasal CPAP mask may have caused the cysts, however, no explanation of how the masks contributed to the cysts or previous diagnostic testing to support the cysts occurred after the use of the CPAP mask was available. The cysts, located beneath the patient's lower lip, were reported to transverse the gum line between the front tooth (#9) and left eye tooth (#11). The patient further informed the manufacturer the cysts were surgically removed following detection and that subsequent root canals were performed on the teeth proximal to the excised cysts (teeth #9 and #10). The patient claims bone loss occurred as a result of the cyst removals, and that this bone loss contributed to the shifting and subsequent misalignment of their teeth. To determine if similar issues had previously been reported, or if a complaint trend existed, the manufacturer completed a review of their complaint database and adverse event reports for the affected product. No increasing trend of complaints alleging similar issues was identified in customer notifications recorded during the previous four years (2005 to 2009). Only one other complaint record (also an adverse event report) was found alleging a similar experience. The manufacturer's investigation of this previously reported issue included an examination of pre and post event dental records by a third party expert. Their findings supported the manufacturer's conclusion that the alleged condition was a pre-existing condition, not caused by the use of the manufacturer's product. Based on these investigation findings the manufacturer believes there is insufficient information available to conclude the patient's cysts were caused or contributed to by the use of the nasal CPAP mask, or support a conclusion that the patient's orthodontia and dental issues were not pre-existing conditions. The manufacturer therefore concludes further action is not appropriate.

Manufacturer narrative:
Interviews and analysis of post market complaint data and adverse event reports.